Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2008; 4469 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the clinic with the cardiac resynchronization therapy defibrillator (crt-d) protruding through the skin. It was further reported that there was an infection. The crtd system was explanted , the patient was treated with antibiotics and a new system was implanted on the contralateral side. No further patient complications have been reported as a result of this event.